Event description:
Customer reported that "lcd screen not fully reading." No patient incident.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted. No patient incident reported.